Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the rv lead was broken in two when the laser extractor was used. A claw extractor was used to dig the lead out and all portions of the rv lead from the patient. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the rv lead was broken in two and a claw extractor was used to dig all portions of the rv lead. No additional adverse patient effects were reported. The rv lead was explanted.